Event description:
It was reported that distal tip detachment occurred resulting in unretrieved device fragment. A chronic total occlusion (cto) target lesion was located in the peroneal artery. Procedure was to potentially open up any artery for limb salvage. A 185cm pt2 guidewire was selected for use. However, physician was unable to gain access to distal chronic total occlusion (cto) lumen and procedure was stopped. During wire removal, the tip was noted to be left in the subintimal space. Proceeding with right lower extremity amputation due to irreversible gangrene of lower extremity. There were no further patient complications reported.